Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31080634l number, and no internal action to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter, the patient experienced cardiac tamponade that required pericardiocentesis. Timing of adverse event: after an aflutter case, post use of bwi products after the procedure, a cardiac tamponade was noticed. The patient had a drop in blood pressure and was not stable after they terminated flutter. The patient¿s blood pressure was stabilized with pressors during the procedure. They checked with intracardiac echocardiography (ice) at the end of the procedure and did not see any pericardial effusion. After they finished the procedure and the patient was awake, they used an echo probe and confirmed the cardiac tamponade. The medical intervention provided was a pericardiocentesis and 1400cc of fluid were removed. The patient was reported to be in stable condition. The physician believes the cardiac tamponade may have occurred during transseptal. No other details were provided. Additional information was received. The physician¿s opinion on the cause of this adverse event was that it was during transseptal. Outcome of adverse event was fully recovered. Force visualization features used were graph, dashboard, vector, visitag. Parameters for stability used were 3mm for 3sec. Force of 3 g for 25% of the time. Additional filter used with the visitag was force of 3 g for 25% of the time. Color options used was tag index. Transseptal puncture was performed with baylis versacross needle. Ablation was performed prior to noting cardiac tamponade. No evidence of steam pop. Flow setting of irrigated catheter was standard smarttouch sf setting.